Event description:
In a literature review, the following information was obtained. D, nakatsuka., et al. "Total aortic arch replacement followed by tevar for acute type-a aortic dissection complicated by rupture into the left thoracic cavity and hypoperfusion of the lower extremities" tenri medical bulletin. 2012, vol.15 (1). On (B)(6) 2012, the patient underwent endovascular repair of an acute type-a thoracic aortic dissection using two gore tag thoracic endoprostheses ((B)(4), (B)(4)). Before implanting the stent graft, total arch replacement was performed. On (B)(6) 2012, a paraplegia was found. Cerebrospinal fluid drainage, naloxone and corticosteroids administration were treated. On (B)(6) 2012, the paraplegia was improved. The patient could walk by himself and was discharged. It is unknown if the paraplegia fully resolved. No further information was obtained.

Manufacturer narrative:
Device UDI information:lot/serial:9017319 = UDI:(01)00733132613588(17)140331(21)9017319

Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® tag® thoracic endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to paraplegia.